Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon burst during insertion. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one weck vista access balloon port for investigation. The returned sample was visually examined with and without magnification. Visual examination of the balloon revealed that the balloon has partially detached from the cannula at the proximal end (reference attached files (B)(4)). No other defects or anomalies were observed. Functional inspection could not be performed on the returned sample based upon the condition received. However, an attempt to recreate the defect was made using a lab inventory port of the same type. Using a lab inventory syringe, air was inflated into the balloon in attempt to cause a "burst." After approximately 50 cc of air was injected into the balloon, the balloon material detached from the cannula at the proximal end. The damage caused is similar to the damage observed on the sample returned. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it. Other remarks: to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." The reported complaint of a broken balloon tip during use proximal end. An attempt to recreate the damage can be successfully made by overinflating a lab inventory port of the same type. The IFU instructs the user to inflate the balloon with no more than 10 cc of liquid or 15 cc of air. The amount injected into the balloon during inflation is unknown. However, all balloon ports are 100% inspected for inflation during the manufacturing process. Therefore based upon the damage observed and the time of discovery, operational context caused or contributed to this event.

Event description:
The balloon burst during insertion. The patient's condition was reported as fine.